Event description:
It was reported that a revision surgery was performed due to disassociation of insert. It was a technical error so the surgeon doesn't think products failure.

Manufacturer narrative:
[(B)(4)].